Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-01413. It was reported that one of the patient's leads had migrated, causing ineffective therapy. In turn, surgical intervention may take place to address the issue. Note: as it is unknown which lead had migrated, both leads are being reported.